Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 22-oct-2018 with the following findings: a visual inspection of the pump revealed multiple cracks in the battery compartment. There was evidence of moisture observed in the battery canister. A leak test confirmed a battery compartment leak. A returned battery cap was undamaged and was able to secure and power on the pump. The pump powered on with auditory and vibration to a blank screen. Further testing was no able to be performed due to the blank screen. The pump¿s cover was removed and moisture corrosion was found to the power printed circuit board. The complaint of a power issue was not duplicated during investigation, however, moisture in the pump was confirmed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (moisture ingress) issue. It was alleged there was no power to the pump, with moisture behind the display. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.